Manufacturer narrative:
The customer complaint of a "system error, out of service, revert to manual CPR" message was confirmed during functional testing of the returned autopulse platform (sn: (B)(4)) and during archive review. To resolve the issue, the faulty processor board was replaced. The autopulse platform is a reusable device and was manufactured in 2005. The autopulse platform has exceeded its expected service life of 5 years. There were no physical damages observed during visual inspection. Review of the retrieved archive data shows system error 136- internal parameter corrupted occurred on (B)(6) 2018, rather than on the reported event date of (B)(6) 2018, thus confirming the reported complaint. Following service, including replacement of the processor board, a run-in test was performed using a large resuscitation test fixture (lrtf); there were no fault or error that occurred. The platform met all specifications and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint reported for autopulse with serial number (B)(4).

Event description:
During a shift check, the autopulse platform (sn: (B)(4)) displayed a "system error-out of service" error message. There was no patient involved.